Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. During testing no issues were identified related to measurement accuracy. The unit was determined to be fully functional.

Event description:
The customer reported the unit is not giving correct readings. No patient impact or consequences were reported.